Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle did not deploy when the pod was activated, indicating a needle mechanism failure. The pod was worn for less than one hour. No impact to the patient¿s glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor malfunction was observed in the download data. The pod was reset and reran successfully, although the pod replicated the rotational sensor error. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed commutator cap contamination can be confirmed as the cause of first prime ending prematurely and the reported needle mechanism failure.